Event description:
Patient had a completely displaced left distal humerus medial epicondylar fracture.

Manufacturer narrative:
W/o a lot number, the device history records review could not be completed. The investigation could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.

Event description:
During an orif of the distal humerus surgeon was inserting a 4.0 mm cannulated screw and was tightening the screw down into the distal bone. The threaded tip of the screw began to unravel (peel) off the screw. The screw was fully inserted, the peeled thread was retrieved. The screw remains in the pt, surgeon noted the screw is in good position to hold the bone. Surgeon noted he did not want to remove the screw. It was noted, no harm to the pt.

Manufacturer narrative:
Device used for treatment not diagnosis.